Manufacturer narrative:
Continuation of concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2018; 1103 ventricular assist device (vad), implanted: (B)(6) 2018; 1128 outflor g raft, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing thresholds. The lead remains in use. No patient complications have been reported as a result of this event.